Manufacturer narrative:
The investigation determined that higher and lower than expected intact pth (ipth) results were obtained when non-vitros (biorad) qc fluids were processed using vitros ipth lot 1700 on a vitros 5600 integrated system. A definitive assignable cause of the event was not established. The higher and lower than expected ipth results were isolated to pack 870 of vitros ipth lot 1700, therefore an issue with pack 870 cannot be ruled out as a contributor to the event. Unacceptable accuracy was observed from pack 870 leading up to the event and biorad qc results since alternate packs of vitros ipth lot 1700 were used on the instrument have been within acceptable guidelines. However, unacceptable historical biorad qc results were obtained on alternate pack ids to vitros ipth lot 1700 pack 0870, therefore unacceptable accuracy cannot be solely attributed to vitros ipth lot 1700 pack 0870. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth lot 1700. An instrument issue cannot be ruled out as a contributor to the event. The magnitude of bias of the vitros ipth results on (B)(6) 2023 from biorad qc testing, where vitros ipth results were <0.36 pmol/l across the three biorad qc levels suggests a possible instrument issue. In addition, no diagnostic precision testing was conducted around the time of the event to verify the performance of the vitros 5600 integrated system, an instrument issue cannot be ruled out as a contributor to the event no information was provided when requested in regard to the handling of the biorad qc fluids by the customer. It is possible improper fluid handling occurred when the higher and lower expected vitros ipth results were obtained, however, this could not be confirmed. In addition, pre-analytical mix up of samples when the biorad qcs were intended to be run is a potential contributor to the event, however, this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected intact pth (ipth) results were obtained when non-vitros (biorad) qc fluids were processed using vitros ipth lot 1700 on a vitros 5600 integrated system. Biorad lot 64961 level 1 results of 3.15, 3.10, 3.27, <0.36, <0.36, <0.36 and <0.36 pmol/l versus the customer¿s estimated baseline mean result of 2.37 pmol/l biorad lot 64962 level 2 results of <0.36, <0.36, <0.36 and <0.36 pmol/l versus the customer¿s estimated baseline mean result of 22.47 pmol/l biorad lot 64963 level 3 results of <0.36, <0.36, <0.36 and <0.36 pmol/l versus the customer¿s estimated baseline mean result of 71.29 pmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros ipth result were obtained when the customer was processing non-patient samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).